Event description:
Procedure type: lap hernia repair. According to the reporter: the cannula snapped in half while a grasper was inside it. The hub was retrieved from the cavity as well as the broken piece. A new device was opened for the completion of the case. Or time was delayed approximately 20 mins. No bleeding or injury reported. No pt injury was reported.